Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer and a missing reservoir tube o-ring. The device had a scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the devices clear plastic seal rim of reservoir compartment fell off. Customer's blood glucose was 7.2 mmol/l. The customer will return device for analysis.